Manufacturer narrative:
The pump was received and passed self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no blank display noted. Pump received with cracked reservoir tube lip noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump does not work before and after multiple battery changes. Customer's blood glucose was 410mg/dl at the time of incident. Troubleshooting advised customer to remove the battery for 10 minutes, clean the battery contacts and then replace it but the display did not return. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.